Manufacturer narrative:
The tech replaced the power control board to repair the bed.

Event description:
Info received indicates the bed has no power, due to fluid ingress shorting the power control board.